Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss found no issues that were related to the event. The field service specialist (fss) performed a intralase evaluation and found equipment within normal limits. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced inflammatory reaction in both eyes (ou) at a one day post op exam. The surgery noted there was more inflammation in right eye than the left eye. The patient¿s chief complaint was of pain and visual acuity was blurry. The patient commented on right eye was uncomfortable and difficult to work. At a one day post op, oral steroids (medrol dose pack) were prescribed. Both eyes had a flap and rinse performed. At a one week post op exam, punctal plugs were placed. At a 12 day post op exam, the inflammation was still present and topical steroid dosage was increased to resolve the symptoms. The patient was referred and seen by a specialist. A cornea culture was performed and eyes were treated with doxycycline (antibiotic). The surgery center reported the event was lasting and disabling, significantly interfering with daily activities. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -2.25 x .00 x 90, left eye pre-op 20/20 -2.25 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x .00 x 0 , left eye post-op 20/20 .00 x .00 x 0.